Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status earlier than expected. The physician removed the ICD and is returning it to guidant for analysis.